Event description:
Repair request initiated for device with the report of tool getting broke. It was reported there was no patient involvement. Repair escalated to a product event based on reason for return.

Manufacturer narrative:
H3: product analysis of tool:no evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Product analysis attachment (af02): evaluation determined that bearings are broken. The likely cause of failure is bearings are corroded. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: af02, serial/lot #: (B)(6); UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the tool was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On followup it was reported that the tool was discarded.